Manufacturer narrative:
Additional testing was done by the product surveillance technician. It was determined that the resistors were not overheated as previously documented. They were open resistors and would not produce a voltage reading. The power supply's returned were tested again and did fail all three tests, producing no voltage readings between the black and red connectors. Specification on those connectors is 24.5 volts direct current, +/- 5%. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During additional laboratory evaluation, the product surveillance technician observed proper battery charging function on the power manager fixture with partially discharged batteries. The system successfully switched to and from battery power and there were no functional issues with the power manager board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the power supply and the power manager board, which corrected the reported complaint. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the resistors on the power manager board to be intact and undamaged. He measured the resistances across r186, r159 and r122 using a multimeter and observed the measured values to be ol kilo ohms (kohms), ol kohms and ol kohms, respectively. This demonstrated the resistors to be open, not as expected. He also noted various other resistors to show signs of over heating and to be open. He also tested the returned power supply which showed a failed result. The pst measured the power supply fault signals and the voltage reading was 812.2 millivolts direct current (mvdc), while the specification is less than 350 mvdc. He measured between the ground and the negative terminal and the reading was 105.13 mvdc, while the specification is less than 100mvdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'battery may not be fully charged' message. There was no patient involvement.